Event description:
Allegedly angled guide wouldn't fit into the horizontal compression block.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. No serious injury occurred; therefore, no patient information is applicable. This report will be updated when the investigation is complete.